Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer accidentally tapped on the blue lock button, and received a cartridge alarm 29. Reportedly, the customer loaded a new cartridge and received additional cartridge alarm 29¿s during the load process. Blood glucose was 169 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.